Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump console. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the sorin centrifugal pump console (scpc) generated a low flow alarm during procedure. The perfusionist found that the revolution pump head had stopped operating and there was no more arterial flow. The emergency hand crank was used until the motor could be replaced. There was no patient injury. A sorin group field service representative was dispatched the facility to investigate. The service representative replaced the entire scpc console to resolve the issue. The replaced device was returned to sorin group (B)(4) for further investigation. Visual inspection of the returned device did not identify any abnormalities or defects. The unit was tested at various rpm values and no issues were identified. The unit was opened up and internal inspection identified damage to the motor control board. The board was removed and tested at various temperatures in a climate chamber without issue. The reported issue could not be reproduced. As the reported issue was not reproduced, the root cause could not be determined and corrective actions were not identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor for trends related to this type of issue.

Event description:
Sorin group (B)(4) received a report that the sorin centrifugal pump console (scpc) generated a low flow alarm during procedure. The perfusionist found that the revolution pump head had stopped operating and there was no more arterial flow. The emergency hand crank was used until the motor could be replaced. There was no patient injury.